Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that at a routine check-up, the pacemaker could not be interrogated. The patient had a mole removed from his~~~~~